Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit shows "power cable damaged* caused by accidental damage. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the customer damaged the power cord winding. The fse replaced the ac power cord (0012-00-1688-22). The unit passed all functional and safety tests.

Event description:
N/a.